Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-sep-2025 the user reported that on (B)(6) 2025 they were hospitalized with diabetic ketoacidosis after being disconnected from the ilet bionic pancreas for approximately 24 hours following a device reset. The user was transported to the hospital by a caregiver, where blood glucose was confirmed to be greater than 1,000 mg/dl. The user was treated in the ICU with intravenous fluids and insulin and was discharged on (B)(6) 2025 without lasting effects. The user has since reconnected to the ilet and reports no recurrent events.